Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a coronary artery stenting treatment procedure, stent thrombosis occurred. The target lesion was located in the 100% stenosed mid left circumflex artery (mid lcx) with a reference vessel diameter of 3.5mm. The target lesion was treated with direct placement of a 2.75x16mm promus premier stent with 0% residual stenosis. Post procedure, the patient returned to the cath lab and stent thrombosis was identified. This was treated with a 3.0x38mm non-bsc stent. The event was resolved.